Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2013 the patient¿s programming history was reviewed and it was observed that on (B)(6) 2007 a generator diagnostics test was performed which changed the patient¿s settings. Although some of the settings were corrected that same day, the frequency and magnet output were not corrected. No adverse events were reported to have occurred due to this settings change.